Event description:
Had bunion surgery with joint fusion on (B)(6) 2016. Big toe joint fused using zimmer biomed a. L. P. S. Total foot system. Experienced pain and swelling in foot at the end of (B)(6) 2017. After receiving x-ray it was determined that the metal plate had cracked as did the toe joint. No trauma occurred to the plate. Had surgery to remove and replace plate on (B)(6) 2017.